Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional procedure. Reportedly, no suture was present when the plunger of the proglide device was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. Review of the lot history record indicated an expiration date (use by date) of 30-april-2020 and the procedure date was (B)(6)2020 which is approximately 2 months post expiration. It should be noted that the proglide instructions for use indicates the use by symbol, which is the next to the expiration date. It is unknown if the use after expiration contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na